Manufacturer narrative:
Reported event: anspach emax 2 plus burr motor was smoking and really hot. Method & results: -device evaluation and results: device evaluation was performed and the anspach emax 2 plus burr motor event was confirmed. -device history review: not performed as the anspach emax 2 plus burr motor is an OEM product. -complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding smoking and getting really hot failure of p/n: 110940 s/n: (B)(4). There has been no other events for the referenced serial number. Trend request #737 for this part number has been submitted. Conclusions: the anspach emax 2 plus burr motor is an OEM device. Upon receipt, the device was evaluated per tsp-0011 anspach emax 2 plus burr motor and the reported event was confirmed.

Event description:
The surgeon was performing a bilateral knee arthroplasty using the robotic arm interactive orthopedic system (rio). It was noticed after the case, the burr motor overheated and began smoking.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a bilateral knee arthroplasty using the robotic arm interactive orthopedic system (rio). It was noticed after the case, the burr motor overheated and began smoking.